Event description:
Spontaneous report. Pt daughter stated on (B)(6) 2023 they were mixing new cassette but pump kept alerting for high pressure during priming; daughter stated she tried to troubleshoot by disconnecting an reconnecting, turning off and on pump but unable to resolve; pt daughter stated mixed a new cassette and had no further issues; pt daughter stated pt was still connected to old pump and cassette so pt did not stop infusing and had no gaps in therapy; pt stated she does not have sn of cassette as she had already thrown the malfunctioned cassette away; advised for future to hold on to any malfunctioned cassettes; daughter also mentioned that pt experiencing an increase in diarrhea, swelling. And has been noticing some diminished taste; discussed side effects of medication and when to seek medical attention; advised f/u with mdo as well; pt daughter verbally understood; pt uses IV remodulin with cad legacy pump; no other information known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Reference report: mw5115267.